Event description:
It was reported the pt stopped using her scs system. Over time the ipg became depleted and is no longer able to communicate with the programmer or charger. Fluoroscopic images were taken and no anomalies were found.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.